Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Fracture of the lead is being suspected, however, at this time, it has not been confirmed. A system revision in the near future was discussed, in the meantime, the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.